Event description:
Family member called to report that customer was hospitalized with low bgs. It was stated that they thought the pump over infused. Customer rewound the pump, inserted the new set/reservoir, did the manual prime until the insulin drops exited, and then inserted the set. Additionally, it was stated that after the customer inserted the set, the pump delivered the insulin without pressing any buttons. It was denied programming any boluses, fixed prime, pushing buttons, pushing the reservoir or dropping the device. Also, the status screen did not match the insulin amount in the reservoir. It was stated that the low reservoir screen could not be cleared. Customer rewound the pump and did the manual prime, but the low reservoir still remained on display.